Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk. (B)(4).

Event description:
Additional information was received. It was reported that the patient had his pump replaced due to a motor stall that did not recover; however, another source stated that both the pump and catheter were involved in the revision. The patient was post-operatively hospitalized overnight, but there was no patient injury and he recovered without sequela.

Event description:
It was reported that the patient had an error code/ message on the ptm (personal therapy manager) 8476 that indicated motor stall. Patient was unable to give himself a bolus for the last two days. Patient had return of symptoms, especially pain, "waking up in the middle of the night in pain and this morning felt like crap". It was further added that patient had electrocuted himself two days ago and since that time, the pump was "reset". There were no pump alarms; patient's was last refilled on (B)(6) 2012 and his next refill was on (B)(6) 2012. Drugs delivered via the device were bupivacaine and dilaudid. It was later reported that patient was in withdrawal. On (B)(6) 2012 it was reported that the patient's pump kept stalling, "2 stalls were reported (1 two days ago and another stall last night)". Per the healthcare provider (hcp) when they interrogated the pump, they did not get any indication of a stall. Since a "mild electrocution", the patient reported their ptm had not been working and hcp wanted to try to decouple and recouple and didn't believe this was pump related but believed it was ptm related. It was later reported on (B)(6) 2012 that there were multiple stalls and recoveries in the logs of the pump. These stalls and recoveries were sporadic and did not happen at similar times through the day. Per reporter pump was currently stalled. It was added that the patient "did pull out some new speakers about a month ago and also installed a new computer but the times do not match up with the stalls". Patient was currently at home. It was later stated that the pump was going to be replaced due to motor stall.

Manufacturer narrative:
Final analysis of the pump found corrosion of the gear-train and that the stall algorithm was not triggered, so no stall alarm occurred.